Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed dates from (B)(6) 2015. The available data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked and had damaged threads. The returned battery cap had damaged threads; the cap was able to fully tighten on to the pump. The pump¿s current draws measured within specifications. The complaint was not duplicated during testing. Unrelated to the complaint, the cartridge compartment was cracked. Evidence of moisture contamination was found in the cartridge compartment. The pump failed a leak test at the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).